Event description:
During a primary closure after sternotomy, the pt's sternum was reduced with wire and two titanium sternal plates with emergent re-entry pin. Approximately 3 months postop, the pt called to complain of sternal pain and an indentation in her incision. Pt had an x-ray taken, which indicated that the emergent re-entry pine had come out of the small 6-hole star plate. The re-entry pin and a 14mm screw that had loosened were both explanted. The plate was successfully reduced and a new pin was placed in the plate. A new 16 mm sd screw was implanted in place of the explanted screw. This is one of two reports for this event.

Manufacturer narrative:
Lot#: information not provided on initial report. Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.